Event description:
The customer contacted the company's customer experience team via email to report that they had experienced a localized allergic reaction after using the device for approximately three days. The customer stated that they began to experience slight itching and discomfort a few hours after inserting the device. The customer stated that they continued to use the device, and over the following three days they experienced increasing inflammation, itching, redness and swelling to the vagina and suspected they had a yeast infection. The customer also stated that on the last day of using the device they began to experience thick, white, clumpy, tissue-paper like discharge, further indicating a yeast infection. At that point, the customer removed and discontinued use of the device, and inserted a single-use menstrual disc. The customer stated that their symptoms promptly improved upon removal, and they contacted their physician for evaluation and treatment. The customer stated that their treating physician also initially suspected a yeast infection and recommended otc monistat which did not improve symptoms. The customer stated that their treating provider then prescribed clotrimazole-betamethasone cream for the itching and discomfort. The customer stated that their treating physician thought they might have experienced an allergic reaction. The customer has a history of similar sensitivity reactions to various products, including the copper iud paraguard, silicone-based lubes, menstrual pads, and toothpaste. The customer was advised to discontinue their use of both the single-use disposable and reusable devices and follow the instructions of their medical provider. The company made four additional good-faith efforts to follow up with the customer via email in order to obtain additional information for our investigation, however, the customer stopped responding to our inquiries. No medical records were provided or otherwise obtained. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.